Event description:
The catheter fell into the patient's stomach because it detached from the clip. The indwell time was 10 days. The dislodged catheter was removed with bowel movement 2 days after the incident.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.